Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'nuisance downstream occlusion alarms' which were reproduced while running a loaded set. 'Nuisance downstream occlusion alarms' were verified through a review of the event history log. Fluid pressure testing found the reported symptom to be caused by the downstream sensor, which was out of specification and the downstream pressure plate gap was also found out of specification and contributing to the issue. The downstream tubing guide was adjusted and calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced nuisance downstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.